Event description:
It was reported that during a right knee arthroscopy and a medial meniscus root repair, the firstpass mini suture passer first suture passed smoothly, when the surgeon tried to pass the second suture, the needle capture portion at the upper jaw suddenly detached from the handpiece and drop out into the articular joint. The loose piece was retrieved with a part of graspers. The procedure was successfully completed with a backup device and no significant delay was reported. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the firstpass mini left device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2028739 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Visual inspection of the returned instrument shows no manufacturing abnormalities; the instrument was returned with an open top jaw; the suture capture is missing and was not returned with the device; the tip is bent. The returned device is a single used device and could only be limited functional tested. The remaining part of the top jaw can be closed as intended and by squeezing the lever and the needle was extended as specified. The complaint is verified. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.